Event description:
The complainant alleged that during the biomed's routine testing the device displayed "defib fault 72", "pacer fault 116", "defib disabled", and "pacer disabled". The complainant indicated there was no pt involvement with this reported malfunction.